Event description:
It was reported that during a total knee arthroplasty (tka) surgical procedure, while the robotic assisted satellite station device, with the velys base station, velys saw handpiece, and an unk-velys-sasi device, it was observed that the posterior lateral condyle cut was over-resected by approximately 2mm. It was reported that the surgeon used the probe to measure and it gave a reading of 3.5mm anterior. The surgeon cemented the implant versus the planned press fit so there was no impact to the patient. It is unknown if the robot was mounted to the surgical bed. There were no reported adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: investigational summary: the actual device was evaluated. The device log files were reviewed, and the investigation could confirm the reported issue of "the doctor reported that the posterior lateral condyle cut was over-resected by approximately 2mm. They used the probe to measure, and it gave a reading of 3.5mm anterior. The doctor cemented the implant versus the planned press fit so there was no impact to the patient." The investigation found that the complaint of inaccurate cuts could be confirmed since the pointer tool was used to verify resection planes. The investigation found that there was approximately 3.3mm inaccuracy of the posterior cut. The pointer tool is utilized to confirm the inaccuracy of the cut which confirmed user reported complaint. The investigation found that the most probable root cause of the reported issue is potential array movement and sub-optimal landmark acquisition in combination with sub-optimal leg positioning and leg/robot movement. The investigation found that the tibia and femur checkpoints were created on array itself, not on bone. Since the checkpoints were placed on the arrays, they lose their purpose and it would eventually be difficult to confirm if there was femur array movement as any array movement happens, the checkpoint also moves. The investigation found that there is array movement during tibial fiducial landmark acquisition as well as initial leg alignment steps. As array movement may have occurred prior to any femur or tibia cuts, there is a potential risk of inaccurate bone resections. The investigation found that there was also significant array movement during second and third posterior cut steps. When the bone array moves, the accuracy of the system is compromised and this could lead to inaccurate cuts. Checkpoint verification was not executed before or after the femur cuts, so array movement could not be confirmed. Checkpoint verification was not executed before or after the tibia cut, so array movement could not be confirmed. While the exact cause of the array movement cannot be established, array movement is generally caused by the arrays not being securely attached. It is important to ensure the array is properly secured during the procedure to avoid array movement. If the ¿verify checkpoint¿ step cannot be completed, it is advised not to continue the operation. The investigation found that the posterior landmarks are on the edge of the point cloud. This likely means that there is a more posterior point for both landmarks. This could impact the sizing of the implant and the position of the posterior resection plane leading to a larger posterior cut than intended. The investigation also found evidence of the anterior cortex line being drawn sub-optimally. When the anterior cortex line is acquired too laterally, it can lead to the resection plane of the anterior cut being deeper than intended, leading to a possible notch of the femur. The investigation found that during all femur and tibia cut steps, the leg was likely not appropriately positioned relative to the robotic-assisted device. This may have made the cuts difficult for the robot to complete as the power being cut. The leg was in flexion at ~118 degrees to ~128 degrees of flexion during tibia and all femur cut steps, which likely led to movement of leg occurring more frequently during operation. The investigation found that during most of the femur cuts and tibia cuts, there was considerable leg/robot movement. The investigation found that the message "instruction: "[saw disabled] saw blade plane deviates too much from the cutting plane" displayed during all of the cut steps. This would cause power to the saw handpiece to be cut. The constant cutting of power while during the cut means movement is large enough that the system cuts power; this could lead to inaccurate cuts. During operation, the robot moves rapidly. Robot movement is generally caused by the system not being properly mounted to the bedrail. The patient¿s leg must be stabilized during resections. The surgeon¿s preferred leg holder may be used to stabilize the leg if it does not inhibit the function of the device. Prior to each resection, ensure the leg is stabilized in the desired position. Root cause: the investigation found that the most probable root cause of the reported issue is potential array movement and sub-optimal landmark acquisition in combination with sub-optimal leg positioning and leg/robot movement. The most probable root cause of the array movement and sub-optimal landmark acquisition in combination with sub-optimal leg positioning and leg/robot movement could not be determined. A review of the service history record indicates that review result is not relevant to the current complaint condition.